Event description:
It was reported that the device was used during a hemicolectomy procedure. The device would not fire. Another device was used to complete the case. There were no patient consequences.